Manufacturer narrative:
Date rec¿d by MFR : 16jul2019, date of report : 08aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the video graphics controller board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
It was reported that there was no display on the unit's monitor. The device was in use at the time of the event; however, there was no patient harm.